Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(6).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. During the removal of the ipg, the physician noticed bile coming from the pocket site down to the midline incision site. The physician believed the bile was not related to the device. Consequently, the procedure was aborted, and all device components were explanted. The physician cleaned all affected incision sites with a sterile solution, and the patient was doing well postoperatively. All explanted devices were not returned due to facility policy.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason and upon removing the ipg, the physician notice a bile coming out from pocket site down to the midline incision site. The physician believed that the bile coming out of the pocket site was not device related. The procedure was aborted, and all devices were explanted. The physician cleaned all affected incision sited with sterile solution and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned. Additional information was received that the reason for the revision procedure was due to the ipg reaching the end of its service life.